Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nv302e - vitelene einsatz f 32mm post.wal according to the complaint description, it was reported that after the initial implantation, the inlay(nv302e/52597737) loosens from the cup (nv048t/52487735) and falls out. The inlay and head (nk561d/52607461) will be changed during the revision on (B)(6) 2020. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: nk561d-biolox delta prothesenkopf 12/14 32mm m - 52607461, nv048t-plasmafit poly pfanne gr.48mm f-52487735.

Manufacturer narrative:
Visual investigation: the components were examined visually and microscopically. The used components are an approved combination. The ceramic ball head shows clearly visible secondary metal transfer which results most probably from contact with the cup without the inlay. On the outer surface of the insert partial little damage can be found. The origin of these damages are unknown. The taper of the inlay shows no noticeable abnormalities. On the top of the shoulder there is a noticeable indentation. This may indicate that the ceramic ball head and/or the neck of the stem was in contact at this point with the shoulder of the inlay. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. On the basis of the market surveillance and statistical analysis, there is no hint for a systematic failure. Based upon the investigations results a CAPA is not necessary.